Event description:
Customer reported that the insulin pump is over delivering. Customer stated that he gave himself a bolus and the insulin pump starts all over again. Customer stated that he delivered 10 units on the air and the insulin pump did deliver the 10 units again. Advised customer that the insulin pump needs to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. It was unable to performed basic occlusion, occlusion and excessive no delivery test due to prime anomaly. Unit was monitored for 4 days and no unexpected bolus delivery noted. All buttons were responded properly, no keypad anomaly or display ramping on its own. Unit had cracked case at display window corners and battery tube threads.